Manufacturer narrative:
Sample analysis: the delivery pusher was returned for evaluation and confirmed the implant coil had detached. The evaluation showed evidence thermal detachment by the detachment controller. Mvi reference: (B)(4).

Event description:
Coiling treatment was conducted of a right mca m2 aneurysm. Three coils and a stent were deployed successfully without incident. The fourth coil was positioned and detachment attempt was performed. Upon retraction of the pusher within the catheter, it was realized the coil had met detached. The tip of the jailed microcatheter within the stent had lost access to the aneurysm, neither the coil nor catheter would advance due to the position. During manipulation, the coil partially detached within the microcatheter. The delivery pusher and microcatheter were removed without complication. The tail of the implant coil was trapped to the arterial wall by the previously deployed stent. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).